Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "up" "down" and "ok" buttons were found to be intermittently responding. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(4). The 'contrast' button is unresponsive to button presses. There is no visible damage to the keypad. The keypad was removed and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.